Manufacturer narrative:
Citation: jochheim d et al. Oral anticoagulant type and outcomes after transcatheter aortic valve replacement. Jacc cardiovasc interv. 2019 aug 26;12(16):1566-1576. Doi: 10.1016/j.jcin.2019.03.003. Epub 2019 jun 12. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional patient code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of oral anticoagulation type on clinical outcomes in patients at 1-year post-transcatheter aortic valve replacement. Clinical outcomes were defined according to the valve academic research consortium-2 (varc-2) criteria and bleeding complications were defined according to bleeding academic research consortium (barc) criteria. All data were collected from 4 centers between june 2007 and february 2017. The study population included 962 patients (predominantly female; mean age 81 years), 234 were implanted with medtronic corevalve (167) or evolut r (67) bioprosthetic valves. No serial numbers were provided. Among all patients, 155 deaths occurred within 1-year post implant. Of these, 38 were due to cardio-cerebrovascular causes and 4 were due to fatal bleeding. The manufacturer(s) of the transcatheter valves used to treat these 42 patients was not reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, the procedural/peri-procedural adverse events included: major varc-2 vascular complications (no other details were provided), valve dislocation, and regurgitation (greater than or equal to grade 2). The adverse events that occurred within 30 days and 1-year post implant included: cerebrovascular events (disabling stroke, non-disabling stroke, or transient ischemic attack), myocardial infarction, major or life-threatening bleeding, and valve thrombosis (4 cases reported at 1-year follow-up). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.